Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor was suspended sensor glucose vs blood glucose difference. Customer stated that the sensor value from alarm history that triggered the suspend on low or suspend before low event was 62.00 mg/dl and low limit in the sensor settings was 70mg/dl. Customer stated that blood glucose value associated with the triggered suspend event was 144.00 mg/dl. Customer stated that the difference in value between sensor glucose and blood glucose was 82.00mg/dl. Customer stated that the difference between sensor glucose and blood glucose was out off target range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.